Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) visited the customer account to address the reported event. During servicing, fse found that the sampler assembly locked up and was unable to get the motors to function properly. Fse then replaced the sampler assembly. Fse also replaced the sample nozzle as it was slightly bent. Fse then performed alignments for the sample nozzle. Fse performed the clog test and was within specifications. Fse performed the level sense test which was within specifications. The ran the instrument but reported getting 4017 clog errors. Fse then replaced the diluent pump and performed a daily check and substrate background which met specifications. The customer ran biorad liquicheck quality controls with acceptable results. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-sept-2017 through aware date (B)(4) 2018. There were four (4) similar complaints, including this ticket, found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists following error messages: 4017 spec.sy clog detected as specimen clog was detected. Troubleshooting for the error states that the item is not assayed. Repeat the assay. 4019 spec.z-axis home not found, which indicates the home position of the specimen z-axis motor cannot be detected. Troubleshooting for the error states to "turn the power off and on again. If problem reoccurs, contact the service department." The most probable cause of the 4019 spec.z-axis home not found was failure of the sample arm assembly and a bent sample nozzle. The most probable cause of the 4017 spec.sy clog detected error message was due to failure of the diluent pump.

Event description:
A customer reported error message 4019 spec.z-axis home not found with the aia-360 instrument. The customer reported that the error message started the day before and the instrument was completely down. The customer tried to reset the analyzer and powered it off and on again, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of estradiol (e2), progesterone (prog), and beta human chorionic hormone (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the sample arm assembly and the diluent pump were returned for evaluation. The diluent pump was functionally tested by performing precision testing on the instrument. The part passed testing. The error could not be duplicated. Functional testing could not be performed on the sample assembly as the part was "locked up" and the motors did not function. The error was duplicated. The sample assembly failed testing. Device evaluation codes for diluent pump: results: 213 no device problem found. Conclusion: 4315 cause not established. The most probable cause of the 4017 spec.sy clog detected error message could not be determined. The diluent pump operated as expected.